Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 20 cm. It was reported that the physician knew that the case would be difficult because the pt had small, calcified iliac arteries and the aneurysm was inflamed. The right femoral artery was accessed, with a 16 french sheath dilator followed by 22 french sheath dilator. It was reported that the bifurcated device could not be passed into the aneurysm, and there was a small tear in the right common femoral artery; therefore, the patient was converted to open surgical repair. No additional clinical sequelae were reported, and the patient is reported to be fine.